Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer stated he had been hospitalized multiple times, due to low blood glucose 54mg/dl. Customer declined troubleshooting, he stated he feels is not the device rather is his settings and was running around and did not compensate properly. Customer stated one of the occasions he was low, was treated with glucagon shot and his blood glucose went up to 71mg/dl. Paramedics were contacted, they transported him to hospital. Customer stated he is still working with his doctor to adjust insulin pump settings. The blood glucose reading was 155mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.